Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] fatigue [fatigue] memory disturbances [memory disturbance] tendinitis [tendinitis] severe osteoarthritis [osteoarthritis] recurring sinusitis [sinusitis recurrent] depression [depression] anxiety [anxiety] significant hair loss [hair loss] decreased vision [vision decreased] pain in ears [pain in ear] ovarian pain [ovarian pain] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 37-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important), fatigue ("fatigue"), memory impairment ("memory disturbances"), tendonitis ("tendinitis"), osteoarthritis ("severe osteoarthritis"), sinusitis ("recurring sinusitis"), depression ("depression"), anxiety ("anxiety"), alopecia ("significant hair loss"), visual impairment ("decreased vision"), ear pain ("pain in ears") and adnexa uteri pain ("ovarian pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, fatigue, memory impairment, tendonitis, osteoarthritis, sinusitis, depression, anxiety, alopecia, visual impairment, ear pain or adnexa uteri pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain [abdominal pain] fatigue [fatigue] memory disturbances [memory disturbance] tendinitis [tendinitis] severe osteoarthritis [osteoarthritis] recurring sinusitis [sinusitis recurrent] depression [depression] anxiety [anxiety] significant hair loss [hair loss] decreased vision [vision decreased] pain in ears [pain in ear] ovarian pain [ovarian pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-oct-2025. The most recent information was received on 07-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 37-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On 2(B)(6) 2015, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important), fatigue ("fatigue"), memory impairment ("memory disturbances"), tendonitis ("tendinitis"), osteoarthritis ("severe osteoarthritis"), sinusitis ("recurring sinusitis"), depression ("depression"), anxiety ("anxiety"), alopecia ("significant hair loss"), visual impairment ("decreased vision"), ear pain ("pain in ears") and adnexa uteri pain ("ovarian pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, fatigue, memory impairment, tendonitis, osteoarthritis, sinusitis, depression, anxiety, alopecia, visual impairment, ear pain or adnexa uteri pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: quality safety evaluation of product technical complaint. (B)(6) 2025: health authority reference number (B)(4) has been cancelled. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.